Event description:
Reportedly, the customer did not have a form of back up insulin therapy and tandem technical support made multiple attempts to follow up with the customer; however, all were unsuccessful.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. There was no impact to the customer's blood glucose. Reportedly, the customer did not have a form of back up insulin therapy.